Event description:
It was reported that the patient was experiencing extending ipg charging. The patients ipg was replaced with MRI compatible device. There was no device malfunction suspected. The patient was doing well postoperatively and the explanted device will not be returned per facility policy.

Manufacturer narrative:
Date of event: exact date unknown, event occurred 1 year ago from date manufacturer was made aware.